Event description:
Reportedly, during a pacemaker interrogation performed during a follow-up, the physician positioned the device head over the pacemaker. The interrogation was completed and the pacemaker interface was displayed; however, a pop-up window titled ¿guiapp¿ appeared with the error message: ¿an invalid argument was encountered.¿ after closing the pop-up, all buttons became grayed out. To exit the interrogation, the physician removed the battery several times, but the issue reoccurred each time. This problem was not observed with defibrillators.